Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium from tanks.

Manufacturer narrative:
Corrected data: b5, b7, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium from tanks. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated field: h6(type of investigation, investigation findings,, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and performed leakage testing and the unit was leaking 21 psi of helium in 5 minutes, so the unit was out of tolerance. The the leak was not in the console, but rather in the cart. The fse tightened all the possible leak points and put vacuum grease on the o-ring. The unit was retested, ran on a trainer and a complete systems check was performed, all test passed. Unit was cleared for clinical use.